Event description:
The customer reported to olympus during preparation for an unspecified procedure, the images taken with the scope became darker as it got deeper into the patient's anatomy on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the user had incorrect settings on the device. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the setting the user set because the setting of the image brightness was minimum. The event can be detected/prevented by following the instructions for use which state: [4.9 inspection of brightness adjustment] inspection of automatic brightness adjustment confirm that the endoscope is connected to the light source and the video system center, and that both are turned on. Press the lamp button on the control panel: the examination lamp is ignited. Press the brightness mode button and select ¿auto¿. Point the distal end of the endoscope at a suitable object and vary the distance between 5 and 60 mm. Confirm that the light being emitted from the distal end varies with the distance. Hold the distal end of the endoscope at a distance between 30 and 40 mm to the object and press the brightness buttons (¿¿¿ or ¿+¿). Olympus will continue to monitor field performance for this device.